Event description:
It was reported that the lead had unacceptable threshold value. The device was programmed to pace from left ventricle to right ventricle. Loss of capture was observed in left ventricular lead and it was recommended that patient be brought in for further testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.